Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the correct event date was (B)(6) 2016

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. The previously reported conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-06-13, information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal with concentration 500 mcg/ml at a simple continuous dose rate of 98.90 mcg/day via an implantable pump for an unknown indication. It was reported that a patient in (B)(6) had presented to the emergency room of a hospital with signs of baclofen withdrawal symptoms. A pump alarm occurred. The physician responsible was warned and had controlled the pump. The logbook indicated that the pump motor had stalled. As per the pump¿s log a motor stall occurred on (B)(6) 2016 at 03:01 and stopped pump period may exceed tube set message occurred on (B)(6) 2016 at 03:01. The physician handed the pump on and administered a bolus to the patient. The patient felt better afterwards. Surgical intervention had not yet occurred but the pump was planned to be explanted. The explanted pump was planned to be returned to the manufacturer. The issue was noted as not having been resolved as of (B)(6) 2016. The patient was without injury regarding their status as of (B)(6) 2016. Other medications (oral, etc.) The patient was taking at the time of the event including the drug lot number of lioresal were unable to be obtained. Regarding environmental/external/patient factors that may have led or contributed to the issue, the circumstances were noted as being unknown. The reported event date was (B)(6) 2016 (one day prior to the recorded motor stall).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.